Event description:
Pt reports she is very concerned that she may have to go to the hospital, and she said at this time she was unable to do so. She expressed that she needs to get her pump working. Patient stated that the batteries were not working for her, and she wanted a chargeable battery pack instead of the individual ones. Told her to try some different batteries to see if they would work. She agreed and new batteries did seem to get the pump going. No additional information or details available. Device serial number and expiration date are unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? No, battery. Did we replace device? No. Did the patient have a backup device they were able to switch to? N/a. Was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in order to continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.